Manufacturer narrative:
Section d catalog number was corrected. E0133 was reported on the initial MDR was not applicable to the event and has been removed.

Event description:
Updated clinical rationale: code stroke was called, however, was ruled out via hospital protocol and no further intervention was required nor did this affect the impella function. The reported clinical events¿including hematuria, acute kidney failure, retroperitoneal hemorrhage, hematoma, hemolysis¿occurred during impella 5.5 support in a critically ill patient with advanced heart failure awaiting transplant. These events are recognized complications in patients with complex comorbidities and prolonged mechanical circulatory support.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. D4: corrected catalog number and serial number. H6: updated codes based on the results of the investigation. H6: for clarification purposes: omitted e0133 and a24. H11: updated based on the results of the investigation. Investigation summary: hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Hematoma: the cause of hematoma was unable to be determined as limited clinical details were provided and no product was returned for review. Stroke/hematuria/retroperitoneal hemorrhage/acute kidney failure: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report.

Manufacturer narrative:
P codes added: none. Ip codes removed: access site adverse event. Updated clinical rationale: code stroke was called, however, was ruled out via hospital protocol and no further intervention was required nor did this affect the impella function. The reported clinical events¿including hematuria, acute kidney failure, retroperitoneal hemorrhage, hematoma, hemolysis¿occurred during impella 5.5 support in a critically ill patient with advanced heart failure awaiting transplant. These events are recognized complications in patients with complex comorbidities and prolonged mechanical circulatory support. Engineering assessment: retroperitoneal hematoma misattributed to access site - removed access site adverse event. Repositioning considered but not stated to be performed - removed device repositioning.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient had a code stroke called this morning, with hemorrhagic and thrombotic stroke ruled out. Hematuria remains present. These findings are recognized complications associated with the patient¿s underlying condition, comorbidities, and the complexity of mechanical circulatory support therapy. There is no evidence of device malfunction or performance concerns; the impella 5.5 functioned as intended by providing hemodynamic support. Device-related mechanical interaction with blood is an inherent risk of use and is addressed in the device¿s instructions for use (IFU) and known risk profile.